Event description:
A revision procedure was performed. The lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine device replacement procedure, this lead had a shock impedance measurement greater than 125 ohms. The proximal connection was unscrewed and reconnected twice, and the impedance was still out of range. After a third attempt, the impedance was 60 ohms. Further information was received that, upon interrogation during a routine follow-up appointment, the related device indicated it had recorded shock impedance measurements greater than 125 ohms and less than 20 ohms. Shock impedances were tested in different configurations. No out of range impedances were measured while in the clinic. No adverse patient effects were reported.

Manufacturer narrative:
The related device was returned for analysis. Analysis of the related device did not conclusively determine the cause of the high shock impedance observation, however device analysis indicated the low shock impedance was most likely related to a lead issue.

Manufacturer narrative:
A boston scientific technical services (ts) consultant gave troubleshooting recommendations. This report will be updated once additional information is available.